Manufacturer narrative:
The device was returned to the resmed design house for an extensive engineering investigation. The investigation methods, results, and conclusion are not finalized at this stage. (B)(4).

Event description:
It was reported to resmed (B)(4) that an astral device had a defective power supply unit (psu). There was no patient injury reported as a result of this incident.

Manufacturer narrative:
An engineering investigation was performed on the returned astral device. The investigation confirmed that the power supply was not operational due to an isolated component failure. There was no patient harm or injury reported for this incident. Resmed's risk analysis concludes that the risk is acceptable. Resmed reference#: (B)(4).